Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/15/2015. The device was returned, and evaluation is in process by apollo. Visual inspection determined this was a taper ii. Further information regarding the event and the device serial number has been requested of the reporter. To date, no additional information has been received by apollo. Device labeling addresses the possibility of pain, adhesions, and explant as follows: adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the us pivotal study of severely obese adults, 42% of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Device evaluation in process.

Event description:
Reported as: patient was admitted into the emergency room with acute left upper quadrant pain. A cat scan was done and revealed "abnormal stranding of the fat adjacent to the catheter." The lap-band system was explanted due to "mechanical complication."

Manufacturer narrative:
Evaluation summary: the device was returned for analysis, and visual inspection noted surgical end cuts on the device. No visual defects other than the surgical end cut were noted on the access port. A leak test and fill test were performed on the access port, and no leakage or blockage of the port was observed. Analysis of the band portion of the device found a section of the band was missing at the buckle end. A leak test could not be performed on the band portion due to the surgical end cut.